Event description:
The reporter stated the device result was 198 mg/dl around midnight last thanksgiving. He took no actions. He said his wife found him in bed around 2 or am passed out. Emts were called and he was treated with an IV.